Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(4) 2015 phone call, (B)(4) 2015 e-mail, (B)(4) 2015 e-mail. A ge healthcare service representative performed a checkout of the equipment. The printed circuit board was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the ventilator shut down. Clinician cycled the power and the case continued. There was no reported patient injury.